Event description:
If the remote alarm cable is disconnected from the alarm port at the back of the venilator, the remote nurse call did not alarm. The ventilator was in use, and the customer reported there was no pt harm. The respironics service technician confirmed the reported problem. The service technician replaced the main pcb board to correct the problem. Final testing was performed and all tests passed per operating specifications.